Manufacturer narrative:
Per info received from the customer the cpu failed. Customer bio-medical staff will repair. No svc required. Case closed.

Event description:
It was reported that the 6800 system will not boot up. Cases completed using a standard c-arm. There was no report of pt injury.